Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been filled with 300 units of insulin. A new cartridge was successfully loaded resolving the issue. Blood glucose level was 190 mg/dl.